Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Patient information and repair information were requested from the customer, but no response received.

Event description:
The customer reported that the ventilator won't power on. It is unknown if the unit was in use on patient and if there's any patient harm reported.

Manufacturer narrative:
Biomedical medical equipment technician ii.